Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the cgm reading dropped from ¿high¿ suddenly to low. When a fingerstick was taken the cgm reading was low, and the blood glucose reading was 500 mg/dl. The patient experienced feeling weak, vomiting and was having diarrhea. The patient self-treated with 12 units of insulin and went to the hospital. Lab work was done on arrival. The patient could not remember the blood glucose value but the a1c was 7.1 %. The patient was diagnosed with a uti. The patient was unable to remember medications and treatments done since she felt weak and sick. The patient was discharged after spending 4 days at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No other details were documented it was indicated that the patient entered bg values outside the 40¿400 mg/dl (2.2¿22.2 mmol/l) range, which is misuse of the device. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.